Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery. After a guide wire was advanced and was able to cross the target lesion, a 2mm x 40mm x 144cm coyote es balloon catheter was selected and used for dilatation. The balloon was inflated four times at 12 atmospheres with no issue, however upon 5th inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es inner packaging pouch and an unidentified guidewire. The batch number on the packaging and device matched the reported batch number. The guidewire was received in the lumen of the catheter. The catheter was received coiled with the distal end of the guidewire was stretched and wrapped around the catheter. There was blood in the inflation lumen. The distal tip was damaged. Magnified inspection revealed a hole in the inner and outer shaft 2cm from the proximal balloon weld/bond, with a piece of the guidewire was protruding from the hole. Microscopic inspection of the balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery. After a guide wire was advanced and was able to cross the target lesion, a 2mm x 40mm x 144cm coyote es balloon catheter was selected and used for dilatation. The balloon was inflated four times at 12 atmospheres with no issue, however upon 5th inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.